Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead exhibited high pacing impedances greater than 2500 ohms and high thresholds; which caused left ventricular pacing only. The physician suspected a lead dislodgment or lead fracture due to the patient being young and continued growing. At this time it is unknown if a lead fracture or a dislodgment occured. The lead was surgically abandoned and replaced. No adverse patient effects were reported. The lead will not be returned as it was abandoned surgically.

Manufacturer narrative:
The abonded lv lead will not be returned to boston scientific therefore, the clinical observations and root cause of this event can not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.